Manufacturer narrative:
(B)(4) - urinary tract infection. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2009. The pt has been experiencing chronic backaches and many urinary tract infections. The pt is taking prophylactic antibiotics for the rest of her life and the bladder may not be emptying properly. The pt has had many f/u visits with the surgeon. During the past two weeks the pt had urine leakage and is unsure if it is another bladder infection or a problem with the sling. There is a burning and pinching sensation when holding urine prior to urinating.